Event description:
Caller reported an alarm and was experiencing an occlusion issue. Despite this, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Reportedly, the customer reverted to an alternate method insulin therapy.